Event description:
Philips received a complaint on the patient information center ix indicating that 14 rooms have a ''tele weak signal'' error. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site and confirmed the reported issue. The fse determined the sync unit for the information technology system (its) was defective and needed to be replaced. The sync unit for the information technology system (its) was replaced, and the device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.